Manufacturer narrative:
No RMA has been issued for the return of this device. Model tdxsc has an unknown serial number. On 07feb2011 the sure step cylinders (pn 1163238) were replaced. The territory business manager [tbm] noted on (B)(6) 2011 that the rear caster was not touching the ground. In addition, the chair was observed sliding down a ramp. It is unknown if the part replacement on 07feb2011 caused the condition. The tdxsp was issued user manual part number 1143190 rev k (mar-11). With no serial number the age of the device is unknown, therefore, rev k [the latest revision] will be referenced for this documentation. The latest revision service manual part number 1114819 rev c (dec 06) was also be used for this documentation. It is unknown who performed the part replacement on 07feb2011. Servicing of wheel chairs should be performed by qualified technicians found at the dealers or by a designated 3rd party repair organization. It is unknown if the consumer or a qualified technician replaced the part. On page 13 of the user manual it starts: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." It is unknown if a qualified technician performed the repair. On the cover of the service manual it states: "dealer: keep this manual. The procedures in this manual must be performed by a qualified technician." It is unknown if the qualified technician fully read and understands the service manual. On page 17 of the service manual the following warning is provided: "warning -dealers and qualified technicians: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual, the service manual (if applicable) and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise, injury or damage may result." It is unknown if the qualified technician followed the following procedure for removing and installing the rear caster. On page 121 of the service manual the procedure is provided. See below: removing if necessary, remove the rear swing arm assembly. Refer to removing/installing the rear swing arm assembly on page 119. Remove the #10-32 x 1/2-inch phillips pan head screw that secures the top of the rear swing arm cap in place. Remove the #10-32 x 1/2-inch phillips pan head screw that secures the side of the rear swing arm cap in place. Remove the 5/8-18 locknut, 5/8 x 1-5/16 x 1/8-inch washer, and washer that secures the rear caster assembly to the rear swing arm. Remove the rear caster assembly from the rear swing arm. Installing: install the rear caster assembly into the rear swing arm. Secure the rear caster assembly to the rear swing arm with 5/8 x 1-5/16 x 1/8-inch washer and 5/8-18 locknut and perform the following: torque locknut to 10 foot-pounds (120 in- lbs). Loosen the locknut 1/8 of a turn. Move the caster side to side. Note: if the caster moves side to side, tighten the locknut slightly. . Position rear swing arm cap in place and secure with two (2) #10-32 x 1/2-inch phillips pan head screws. If necessary, install the rear swing arm assembly. Refer to removing/installing the rear swing arm assembly on page 119.

Event description:
Tdx sc allegedly loses traction going down a ramp. Predominant on left side of tdx. There was a (B)(6) person in the chair and tbm (me) eyewitnessed this firsthand. Tdx left wheel stopped moving when conductor was in neutral position but the chair slid down the ramp. Part# 1163238 (surestep cylinders) replaced on feb 7th 2011 on ra# (B)(4). No injury is alleged. No consumer was involved per tbm.